Event description:
The pt reportedly contracted meningitis. The surgeon reported that the pt's meningitis is not related to the pt's implanted device. Advanced bionics is in the process of collecting the required clinical info necessary to determine the pathology of the reported infection.